Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Analysis of the anchor identified it did not properly detach from the ascenda tool and was not able to be used. Analysis of the anchor deployment tool found the handle separated from the hypotube on the tool.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving unknown medication(s) at unknown dose/concentrations via an implantable pump for non-malignant pain and cervical radiculopathy. It was reported an intrathecal catheter was placed. Then, when the hcp tried to deploy the anchor, the whole metal part came out of the plastic deployment tool. The event occurred on (B)(6) 2016. Anchor deployment tool malfunction was indicated because the metal portion separated from the tool. The anchor did not deploy as a result. In terms of any environmental, external and/or patient factors that may have led or contributed to the issue, it was noted there were no patient factors that contributed. No diagnostic testing/troubleshooting occurred. In order to resolve the issue, the hcp got a new anchor. The issue was considered resolved at the time of the report. The patient's status at the time of this report was listed as "alive - no injury". Patient history included failed back surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.